Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: corrected data: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation. Evaluation status 1 event was confirmed during testing. 1 device was found to be affected by a faulty drive train, motor unit, and damaged handle. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had run-on. 1 reported event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device evaluation is in progress. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had run-on. 1 reported event had patient involvement; no patient impact.